Event description:
The device rendered a decision to shock the pt. Reportedly, immediately following the shock decision, power to the device shut off. The device could not be powered back on. Fire department personnel arrived on scene after an unspecified period of time and used their lifepak 12 defibrillator/monitor series to continue pt treatment. The pt was not resuscitated.